Manufacturer narrative:
System components: reference number: (B)(4). Product family: ipp. Upn: (B)(4). Model: 72402970. Serial: (B)(4). Batch: 514496011.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) due to prosthesis herniation. A patient outcome of no complications was reported.

Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested. A leak was identified near the proximal end of the cylinder body attributed to fatigue. The fabric was separated due to broken fabric threads. There was a hole in the outer tube due to wear at a fold with avulsion. The kink resistant tubing (krt) was worn to the filament on both cylinders; however, no leaks were present. The standard inflate/deflate pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were identified. The pump was functionally tested and performed within specifications. Migration could not be confirmed through product analysis nor can a device malfunction be related to the reported events. The ams 700 spherical reservoir was visually inspected and functionally tested. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. Product analysis is unable to confirm the reported events nor relate a device malfunction related to the allegations. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction directly related to the reported events could not be confirmed and the adverse event of migration is included in the product labeling and hazard analysis. System components. Reference number: (B)(4). Product family: ipp. Upn: 72402970. Model: 72402970. Serial: (B)(6). Batch: 514496011.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) due to prosthesis herniation. A patient outcome of no complications was reported.